Manufacturer narrative:
(B)(4). The device has been requested and is available to baxter for evaluation; however, the sample has not yet been received by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report a ruptured reservoir on an intermate device. There was no adverse event, patient injury or medical intervention associated with this report. This is report 1 of 2 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria were met for the production of this lot. The root cause investigation is in progress through (B)(4).